Event description:
A malfunction was reported with the display of malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code recurred, and they acknowledged understanding of these instructions.